Event description:
Additional information received reported that the patient did have concerns with their device or therapy. It was noted that the manufacturing representative did not see the patient at their last appointment. Additional information received reported that ¿it was removed.¿ it was noted that the follow-up physician was no longer in practice. It was noted that the manufacturing representative did not have additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n294195, implanted: 2011 (B)(6); product type accessory product ID 37092, lot# 284190002, implanted: 2011 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was removed on (B)(6) 2014. It was noted that it was removed because therapy was not giving the patient relief. It was noted that the device helped the patient up until last (B)(6) and then the nature of the pain seemed to change and they could not get the stimulator to go to that place in her body.

Event description:
It was reported that since about 1 year prior to this report, the implantable neurostimulator (ins) had no longer been effective. It was noted that this was due to the patient developing reflex sympathetic dystrophy (rsd) in the foot and stimulation went right to the foot and ¿foubles¿ pain exponentially. Patient was going to be having surgery to explant the ins in the next 10 days following the date of this report. Patient wanted to donate her external devices. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the device was explanted because it did not work for her pain. It was noted that the issue started ¿about a year ago.¿ it was noted that the patient had several reprogramming appointments.